Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image on the subject device was not displayed at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and duplicated the reported phenomenon. It was found the printed circuit board failure which might have caused the reported phenomenon. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to the service department in japan. The evaluation of the device by the service department confirmed a fault of the circuit board. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The fault of the circuit board could have been attributed to a accidental failure.